Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The clamshell repair was ordered and installed on (B)(6) 2024.

Event description:
It was reported that the patient was having separation at the metal connection and at the bend relief on their driveline. The area was taped but a clamshell repair has been requested. There were no alarms associated with the damage.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a separation of the distal driveline bend relief from the controller connector was confirmed through the submitted image. A specific cause for the damage could not be conclusively established through this evaluation. The submitted image captured a partial separation of the distal end driveline bend relief from the metal controller connector. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU rev. C and the heartmate ii lvas patient handbook, rev. C are currently available section 6 ¿patient care and management¿ and section 8 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. To clean the driveline, wipe off dirt or grime, and if necessary, use a towel with soap and warm water for gentle cleaning, but do not submerge the driveline in liquid. Section 4 "living with the heartmate ii" of the patient handbook contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.